Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the outer face near the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the reported information, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During the procedure, air was visibly present. The faradrive steerable sheath clear was exchanged for another faradrive steerable sheath clear and the same issue of visible air occurred. The faradrive steerable sheath clear was exchanged again for a new faradrive steerable sheath clear and the same visible air issue occurred. Air was observed in the flushing line after the dilator and guidewire were removed. No air was observed in the patient. The sheath was sealed when a finger was pressed on the introducer. No leak was detected. The faradrive steerable sheath clear was exchanged for a fourth faradrive steerable sheath clear and no air was observed. The procedure was completed successfully. No patient complications have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During the procedure, air was visibly present. The faradrive steerable sheath clear was exchanged for another faradrive steerable sheath clear and the same issue of visible air occurred. The faradrive steerable sheath clear was exchanged again for a new faradrive steerable sheath clear and the same visible air issue occurred. Air was observed in the flushing line after the dilator and guidewire were removed. No air was observed in the patient. The sheath was sealed when a finger was pressed on the introducer. No leak was detected. The faradrive steerable sheath clear was exchanged for a fourth faradrive steerable sheath clear and no air was observed. The procedure was completed successfully. No patient complications have been reported. The product is expected to be returned.